Manufacturer narrative:
Conclusion: based on the received information from the field, the device was explanted for medical reasons, namely chronic mastoiditis. Additionally, damage to the conductive link was found during device investigation i.e. Fatigue wire fracture, which would have led the patient to being without benefit from the device. The investigation results appear to match the information recorded in the patient report. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process during manufacturing. This is a final report.

Event description:
Patient was explanted because of chronic mastoiditis. Additionally the patient has no hearing sensation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient will be explanted because of chronic mastoiditis. Further information received on (B)(6) 2015 states that the patient has no hearing sensation.